Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge for over 2 days. Tandem customer technical support informed customer that the insulin is indicated for use with tandem supplies for 2 days. The customer resolved their issue by changing the infusion set and cartridge and resuming insulin.